Manufacturer narrative:
(B)(4). Evaluation summary: the sample for the report of a system error (se) 2240 (air in set) was received. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab, therefore, the root cause could not be determined. A batch review was performed with no issues noted. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter; however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center and reported receiving a system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 5 of 5. The technical service representative (tsr) assisted the home patient (hp) to cycle power. The tsr explained the alarms. The hp will discard supplies and finish with manuals. The hp will notify the nurse of the alarm. Product surveillance (ps) contacted the hp on (B)(4) 2011. The hp stated that their extraneal bag was still full and they finished therapy manually. The hp stated they did not notice anything unusual with the supplies. The hp stated he notified his nurse of the alarm. There was no patient injury or medical intervention reported.